Event description:
Caller reported receiving a minimum fill notification after a pump reset, which resulted in blood glucose levels exceeding the normal range, displaying "high." The customer addressed the high blood glucose by completing troubleshooting steps, which included resetting the pump and following guidance from technical support. The customer attempted to reload the cartridge with less than the recommended amount of insulin, leading to additional instructions from technical support on loading a new cartridge correctly. After guidance, the issue was resolved by successfully loading a new cartridge, allowing the caller to resume insulin use.